Manufacturer narrative:
The investigation determined that non-reproducible, unexpected, vitros phyt quality control results were obtained on a vitros 5,1 fs chemistry system. An ocd fe performed service actions to multiple subsystems of the analyzer. Following these service actions, acceptable vitros phyt performance was obtained. The most likely assignable cause is instrument related. There is no evidence to suggest that a reagent related issue contributed to the event.

Event description:
The customer obtained non-reproducible, unexpected , vitros phyt quality control results on a vitros 5,1 fs chemistry system. The following results were obtained: qc fluid biorad 40803: vitros phyt lot 2610-0135-4782: 17.34, 10.99 vs. An expected result = 24.9 ng/ml; vitros phyt lot 2609-0137-1649: 12.33, 12.59 vs. An expected result = 24.9 ng/ml; qc fluid vitros tdm I: vitros phyt lot 2610-0135-4782: 15.7877, 15.08, 5.25008 vs. An expected result = 8.1 ng/ml; vitros phyt lot 2609-0137-1649: 5.57219, 6.37127, 6.21286, 5.21628, 12.8458 vs. An expected result = 8.4 ng/ml; qc fluid vitros tdm ii: vitros phyt lot 2610-0135-4782: 7.75731, 7.76515, 9.9721, 9.41185 vs. An expected result = 16.0 ng/ml; vitros phyt lot 2609-0137-1649: 11.8937, 9.1057, 29.1369, 29.7822, 9.60079, 24.643 vs. An expected result = 15.9 ng/ml; qc fluid vitros tdm iii: vitros phyt lot 2610-0135-4782: 10.3258, 9.78567, 13.2667 vs. An expected result = 27.4 ng/ml; vitros phyt lot 2609-0137-1649: 12.4261, 16.1024, 17.0276, 36.7289, 36.7084, 15.3658, 11.8864, 15.1674, 9.2782, 10.2316, 17.3406 vs. An expected result = 26.7 ng/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient results were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).